Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: b23. Date of event was reported correctly on the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, a severe conduction disturbance was noted. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received that three days following implant of the valve, the permanent pacemaker was implanted for complete heart block (chb). Additional information was received to clarify the chb presented after the transcatheter aortic valve was implanted. Intracardiac ec hocardiography (ice) was used to assist in valve placement which showed the stent frame appeared to be in the membranous septum. As a result, temporary pacing was initiated; however, the conduction did not return to baseline.

Manufacturer narrative:
Updated data: b2. B5. D4. H4. H6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 3 days following implant of the valve, the permanent pacemaker was implanted for complete heart block (chb).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one the same day as the implant of this transcatheter bioprosthetic valve, a severe conduction disturbance was noted. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.